Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 599 mg/dl with feeling hot associated with an inaccurate delivery issue and call service alarm issue. Reportedly, the patient discontinued insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings; however, the bolus totals did not match. It was reported that the pump emitted call service (cs 064) alarms while the patient was attempting to bolus. The reporter also stated that the pump did not deliver insulin at night because the patient woke with a high bg. Reportedly, the last time the patient saw their healthcare provider (hcp) was two years ago. Cts referred the patient to their hcp to have their settings evaluated. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the black box showed that on 04/28/2015 at 19:36 there was an unexplained pump reboot; deliveries never resumed. The black box showed a 9.60u bolus was programmed on 04/28/2015 at 18:08 and that 1.60u was delivered due to an occlusion alarm with high force; deliveries resumed at 18:39. A normal 10u bolus and a 10u audio bolus were performed and both were fully delivered and accurately recorded in the pump history. There was no hypersensitivity to the keys observed. The total daily dose (tdd) correctly showed 20.0u for boluses. The pump was exercised for 24hrs with no errors, alarms or warnings. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no evidence of internal moisture or damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.